Manufacturer narrative:
No pt information provided as no pt was involved in this concern. The returned product did not meet specifications. The device malfunction was confirmed and directly related to the reported event. The device was received on (B)(4) 2011. Upon investigation, it was found that the internal components of the isolation transformer were severly burned and damaged, indicating a potential electrical safety risk to the operator. A replacement part was sent to the site resolve the issue.

Event description:
A medtronic ent representative reported that after uncrating the system and powering it on, there is a loud noise coming from the fan. The medtronic representative reported not seeing any cables in the fan cage, and is also reporting a burning smell. Upon investigation, on (B)(6) 2011, it was found that the internal components of the isolation transformer were severely burned and damaged, indicating a potential electrical safety risk to the operator. There was no pt present.